Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the screws would not tighten on the generator. The battery made the clicking noise to verify the screws were tight but the surgeon could pull the leads out of the ports. A new battery was placed in the patient and the issue was resolved at the time of the report. No patient symptoms reported.